Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not always ¿detect¿ the insulin within the cartridge resulting in insulin not dripping out delivering. A cartridge change was performed to address the issue. Customer experienced an elevated blood glucose (bg) level; bg value or cause unknown. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.